Event description:
The customer reported the main led does not light up while plugged in to power. The customer reported the device was not in use on a patient therefore no patient harm. The manufacturers product support engineer advised the customer to replace the power supply. The customer reported replacing the power supply to resolve the issue.

Manufacturer narrative:
Mfrs service not requested.